Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported flickering image issue could not be confirmed and a root cause could not be determined, as the device was not returned to olympus for evaluation. The event can be detected by following the instructions for use section below: inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image flickers on the evis lucera bronchovideoscope during preparation for use. There was no patient involvement or impact associated with the reported event.